Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) evaluated the iabp and found the iabp had delayed power up. The fse cycled power and the iabp then turned on, but after a minute the iabp display went blank when the coiled cable was moved. The fse then re-tested the iabp by cycling power and the same occurrence of the display going blank occurred. The fse also verified fault codes 101, 111,112 and electrical test fails code #13 logged, then inspected the connector on the pump module and the coiled cable and found signs of corrosion due to liquid infiltration. To resolve the issue, the fse replaced the coiled cable and pump module to backplane cable then calibrated,and performed fall unctional and safety tests to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer reported that during service, the cardiosave intra-aortic balloon pump (iabp) did not boot up, the screen was blank, and made a loud noise. The customer removed and reset one of the batteries and both of the batteries consequently started to charge. There was no patient involvement or adverse event reported.